Event description:
Pt was an active, articulate, independent woman, who maintained her 3-story home, large yard, and organic garden by herself. She drove, went to outdoor concerts, hiked in (B)(6), was a creative gourmet cook, read widely, and strode purposefully through life. She had barely slowed down at all as she had aged. She seemed more youthful than her daughters, who are in their early (B)(6)'s. Pt received a life-threatening and life-altering injury due to malfunction of st. Jude pacemaker. After several frightening spells, during which she felt that she was fainting or having a stroke, she collapsed in her kitchen, slamming her head into the corner of a kitchen counter and crashed to the floor. At the hospital, it was eventually determined that her pacemaker was intermittently failing to "capture," creating extreme vertigo and near-blackouts. Her head was stitched up, and x-rays revealed that she had broken her pelvis. The cardiac surgeon who replaced her pacemaker, blamed the leads, but said it would be too dangerous to remove them. He installed a medtronic device with new leads. The st. Jude pacemaker had been "cleared" as working properly by a company rep in a pt's cardiologist's office, just a month earlier. Pt spent a week in the hospital, during which time she was made very ill by the narcotics and sleeping pills that were administered to her. She has never taken drugs, not even aspirin for a headache. She has never been on any prescription medication. She was released to a nursing home for rehab. During the month that she was there, forced to remain in bed most of the time and denied the right to try to walk, she declined dramatically, becoming frail and frightened. The loss of privacy and autonomy were devastating. Within days after her release, she was forced to return to the nursing home for another month. She had apparently been 'favoring' the injured side of her pelvis, which created stress fractures on both sides of her sacroiliac spine. Her rehab created tiny compression fractures in her upper spine. Ever since she was sent home, her life has been a nightmare. She has never needed help doing anything. Now she needs help doing almost everything. She is lying on a heated pad much of the time. She has never napped in her life, until now, but she is exhausted by pain and overwhelmed by all the things that she isn't getting done. St. Jude initially seemed amenable to providing some financial relief, "she has thousands of dollars in bills" but its claims adjuster (B)(6), is now invoking the "preemption" protection, which she said is "complete and absolute." She claims that she asked the hospital to send her the pacemaker that was removed from my mother's body and that the hospital refused, which of course the hospital denies. She has been stringing us along for months, hoping, I assume, that we would give up or that my mother would die. I have read enough to know that preemption is not absolute, although I find the extent to which it is to be outrageous. My mother has essentially lost her life because of the failure of the st. Jude pacemaker and its flawed leads. I cannot let this devastating assault go unanswered. I will continue to fight, using whatever means I can muster. I would appreciate the FDA's assistance.